Event description:
A non-health care professional stated that during intraocular lens implantation surgery the plunger went past the lens before insertion into the eye, resulting in the lens being scratched. Surgery was completed on the same day suing back up lens

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).